Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. This is 1 of 3 allegations of signal loss. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that signal loss over one hour occurred which was reported by the patient's parent that the patient had several seizures due to signal loss in the last 2-3 months. This complaint has been created to capture seizure 1 of the 3 records. On 10/27/2023, the pediatric patient experienced loss of connection for 3 hours or more. Of note, when the parent called in to report the event, she mentioned that over the last few months the patient experienced several seizures due to signal loss. This complaint is to capture seizure. According to the parent, based on looking through the data after the event, the parent was not aware of this during the time of the event, the patient experienced signal loss around midnight for about 5 hours. Before the signal loss happened the cgm reading was high, but no specific value was reported. The parent woke up around 5 am because the patient was having a seizure, at this time the signal loss was still ongoing. The parent called an ambulance, and it was not known if the parent treated the patient at that moment, but the parent confirmed that no fingerstick was taken. After the ambulance was called, the parent put the phone next to the sensor, and the signal came back. At that moment, the cgm reading was 44 mg/dl. The parent confirmed that at the time of the event the phone was within range of the sensor. When the paramedics arrived, the patient was taken to the hospital. A fingerstick was taken at the hospital and the blood glucose reading was 40 mg/dl, the parent was not able to check the cgm reading at that time. The patient was treated with an unspecified treatment with sugar and blood tests were done. The patient stayed overnight in the hospital and was discharged the next day. During the time of the event the patient was wearing an omnipod with automated insulin delivery during the event which got removed in the hospital, the dexcom sensor was left in place. At the time of the report the parent mentioned that the patient was stable and was advised to have rest and have someone to attend with her all the time. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No additional patient or event information is available.